Event description:
It was reported that the lead, after implant, had no capture at maximum outputs, sensing issues and noise. The physician elected to watch the lead over night. The lead did show improvement, no intervention was necessary and the lead remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.